Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1 initial reporter phone #: (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak syringe 10ml luer-lok had sealing failure. The following information was provided by the initial reporter, translated from portuguese to english: 1 unit presents a sealing failure.

Event description:
It was reported that the bd plastipak syringe 10ml luer-lok had sealing failure. The following information was provided by the initial reporter, translated from portuguese to english: 1 unit presents a sealing failure.

Manufacturer narrative:
H6: investigation summary: photos received by our quality team for investigation. Through visual evaluation, packaged syringes are observed, unable to confirm incident based on images. A device history review was performed for the reported lot 2202265 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Thirty two retention samples from the same lot were evaluated, no defects or issues observed. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.